Manufacturer narrative:
Additional information was received on september 3, 2020. The patient did not have a deflation. The patient was experiencing wrinkling and bottoming out of the implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 550cc saline prosthesis experienced right sided deflation post procedure. The right sided was noted to be drooping and getting smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on december 28, 2020. Device evaluation summary:during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Additionally, a tear was observed within the crease/fold, measuring approximately 1.3 cm.the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis.deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time.implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis.each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on december 4, 2020. The device was confirmed to be deflated upon explant. The explant was performed on (B)(6) 2020. When the device was explanted bilateral replacement with 700cc mentor memorygel breast implants was performed. The reported rippling is no longer applicable (2613). 2. Is other serious- uncheck. 2. Is required intervention- check. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: migration/deflation. Manufacturer¿s reference number: (B)(4).